Manufacturer narrative:
Based on this information, there was a device malfunction. Photos provided show cuff failure. Death occurred but relationship to device malfunction not established. Cause most likely due to multiple disease states. This is a companion report to facility report (B)(4).

Event description:
Patient underwent surgery and subsequently developed decreased oxygen saturation. X-ray revealed pneumomediastinum. Patient was intubated and placed on ventilator. Patient was determined to have a subacute right aca infarct and chronic right mca infarct. Patient expired on (B)(6) 2018.